Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep inspected and tested the device and was unable to duplicate the reported issue. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system failed to perform fluoroscopic x-ray using the foot switch, the mainframe switch or the hand switch. No pt injury was reported.